Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: cas, mia jefic reviewed the open call for (B)(6). Case #(B)(4) - decentered suction ring placement with sub-adequate suction ring placement. Scheimpflug scans 2 and 3 note blockage from surgical drape. Noteworthy patient movement throughout entirety of the procedure. Double cut noted at inferior capsular refractive nub correlating to patient movement. Root cause: patient movement. Laser functioned as designed. No further follow up.

Event description:
On (B)(6) 2023, dr. (B)(6), reported to cas a radial tear near inferior nub after removal of capsular "button" following procedure ID (B)(4).